Event description:
The customer reported that the insulin pump has been freezing on and off while she was swimming and accidentally wore the device in the pool the day before. The customer mentioned seeing condensation inside the screen. The device also has been bumped and dropped before. Advised the caller to discontinue the use of the device, and revert to back up plan. Troubleshooting was performed, ant the buttons were back and forth before the buttons became responsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display as a result of a corroded electronic assembly. The device had scratched display window and cracked reservoir tube lip.